Event description:
It was reported that during a da vinci si myomectomy procedure the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument came off of the instrument and fell inside the patient. The tip cover was retrieved and the planned surgical procedure was completed using a replacement tip cover of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Visual inspection shows no damage to the sleeve. A fit check was performed using an in-house mcs instrument and installation tool. The tip cover was able to be fully installed on the instrument without any issues observed. The tip cover did not slip off when the instrument was positioned with the tip pointing vertically downward. Removal tests were performed using a force gage and it was determined that the average removal force required to remove th tip cover with pure axial loading (no twisting) was 17.0 lbs.